Manufacturer narrative:
This report is submitted on september 27, 2022.

Event description:
Per the clinic, the patient developed an infection at the magnet site, exposing the magnet. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia and underwent a surgery on (B)(6) 2022, for magnet replacement and debridement. It was also reported that the patient was hospitalized before and after the surgery. This report is submitted on november 3, 2022.